Event description:
The user really likes her bci but felt that the implant has gradually migrated inferiorly and now the inferior border of the device is below the auricle. The surgeon and the audiologist met with the user and they both agreed that the device appears to be in-place, unmoved, and that surgical investigation/revision is not warranted.

Manufacturer narrative:
Initially it was reported by the user that the implant migrated from its intended position, however during an appointment with the surgeon this could not be confirmed. The device appears to be in-place, no migration was noticed. In addition the recipient reported some discomfort, which was likely caused by a too strong audioprocessor magnet. No further actions are plannned at the moment, the device stays implanted and in use. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was implanted with a bone conduction implant (bci) and had a resected cholesteatoma in the same surgery in (B)(6) 2020.